Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to event date and therapy date: the initial emdr submitted had (B)(6) 2017; additional information provided by the customer on 02/27/2017 provided the correct event date as (B)(6) 2017. The device was received with additional event information from the customer. The customer reported that the event occurred during therapy (medication, programmed amount and delivery rate unknown). It was also reported that the nurse attempted troubleshooting by priming tubing, replace tubing and reset infusion without success. There was no patient injury or medical intervention associated with this event. No additional information is available. Due to this new information, (B)(4) from will be replaced by (B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by continuity across the pins of the ultrasonic censor. The upstream sensor was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.